Event description:
The customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the connectors on the computer data cables. System operates as intended.